Event description:
It was reported that this was the first case in which the pump was used and a field engineer was present for the case. All requirements of system installation were fulfilled. Iab was in position, patient's thoracic section open and on bypass. Pump was powered on and everything was ready, waiting for pump. There was no helium display bar on screen for an extended period of time. A shortage of helium was suspected so a new full cyclinder was installed. After helium replacement, there was still no display. Pump was turned off and on several times w/o success and it was impossible to pump. Another pump from another hospital was used as a substitute. Customer states bypass was prolonged due to failure of iabp. Delay caused cardiomegaly and delay in thoracic closure. Patient's heart recovered to normal size and thoracic wall closed 3 days later. Patient was retained in ICU for an additional 20 days.